Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens with a diopter of -5.0, was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vaulting. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).